Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the device history record, documentation, instructions for use (IFU), manufactures instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, cook received a complaint for the same product experiencing the same failure mode in complaint (B)(4). The physical examination of the complaint device in (B)(4) found the flare was slightly out of round, suggesting that the device was probably pulled through. A kink was found on the sheath, suggesting force exerted during removal which might have led to the hub separation. The rest of the device measured in specification. The investigation under (B)(4) concluded that the event was caused by the physician not inserting the dilator prior to removal. Because of both complaints having the same failure mode and the same rpn, it is likely that the two events have a similar cause. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. However, a systems search did reveal two additional complaints associated with this lot number. The first, pr253568 is linked to this same case. The second, pr253605 was a separate event from a different facility for sheath splitting. As this event and the event from pr253605 are from different facilities, and were different failure modes, there is no evidence suggesting that there is nonconforming product from this lot in the field. Furthermore, reviews of the manufactures instructions, quality control procedures, and overall device history record were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿in order to ensure device compatibility, choose a sheath size large enough to accommodate the maximum outer diameter of any devices that will be placed through the sheath.¿ if resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device. Instead, this failure was due to unintended use error and patient anatomy as the user did not reinsert the dilator prior to the removal attempt and the vessel being treated reportedly had claudication. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event: additional information was received 08mar2019 in the form of an hhs/FDA sus voluntary event report reference: mw5084151. A nurse reported the patient had extensive femoral disease. Additionally, while the catheter wires were being removed, it was clarified that the surgeon noted the back end of the complaint sheath was disengaged and popped off. The blue working portion of the sheath was still left in place. After the surgical cut down procedure, the patient did well and was discharged home on post-operative day two. Although the event date on the voluntary report was listed as 31jan2019, the manufacturer became aware of this event on 30jan2019; therefore, date of event has not been changed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.

Manufacturer narrative:
Concomitant medical products: 4fr micropuncture, .035" guide wire, .018" v-18, .035" seeker; support catheter, .018" pta balloons (3,5,6mm diameter) 100mm length. PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) male with history of claudication, was undergoing a percutaneous transluminal angioplasty (pta) of the left superficial femoral artery via contralateral approach from the right common artery. Upon completion of the procedure, the physician had removed the catheter and guide wire. While attempting to remove the 55cm flexor raabe guiding sheath, the hub separated from the sheath. While attempting to grasp the sheath with his hands, the sheath broke approximately ten centimeters (cm) from the hub and the inner coil began unwinding. The sheath remained over the iliac bifurcation with just the inner coil exiting the patient's anatomy. Multiple snares and access sites were then tried unsuccessfully to retrieve the sheath. The patient was eventually taken to the operating room where the sheath was able to be retrieved from the left common femoral access via a cut down procedure. It was additionally reported there was no resistance noted during the insertion of the sheath, just on removal. The sheath had been in place for approximately an hour before removal was attempted and the dilator was not in place. There were no vessel spasms. Estimated blood loss was requested and was reported as unknown. Numerous standard medications such as heparin and pain medication were administered during the procedure. No other medications were reported. The complaint device will not be returned to the manufacturer to aid in the investigation; however, photos of the device were provided.